Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a pericardial effusion post procedure. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 30 mm watchman laa closure device was deployed and successfully released. The patient status was fine post implant. At the patient 45 day and 6 month follow-up their status remained the same. On (B)(6) 2018, the patient experienced a syncopal episode and was taken to the cardiac care unit, where they found a small pericardial effusion. A small pericardiocentsis was performed with no re-accumulation of fluid. Six days later the patient was discharged home and was doing fine with follow up scheduled.